Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 32 reports, regarding 36 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large object into the cannula.) Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias12-120lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a partial gastrectomy procedure on (B)(6) 2025, and ¿multiple instances of blue 'leaflet' from ias sound cap falling inside of patient through trocar¿. Further assessment found the surgery was completed as normal without the use of an alternate device and "slight delay to get piece out and confirm entirety, maybe 2 minute delay". All fragments were retrieved, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the ias12-120lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a partial gastrectomy procedure on (B)(6) 2025, and ¿multiple instances of blue 'leaflet' from ias sound cap falling inside of patient through trocar¿. Further assessment found the surgery was completed as normal without the use of an alternate device and "slight delay to get piece out and confirm entirety, maybe 2 minute delay". All fragments were retrieved, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.